Event description:
The staple device was inserted and tightened in normal fashion. The safety was released and the instrument was attempted to be fired, but was unable to be fired with multiple attempts at this point. The device was loosened in an attempt to remove from rectum. It could not be removed and the staples were partially fired. The instrument was re-inserted and tightened and another 2 attempts made to fire and in the 2nd attempt it fired but did not staple. It was released from the rectum and this resulted in much bleeding.